Event description:
The complainant alleged while monitoring a pt (gender and age unknown) who was presenting a ventricular tachycardia heart rhythm, the device's display went blank after shocking the pt twice. The device did not display a "low batt" message, however when a new battery was installed the device operated properly. The complainant also indicated that they were unable to duplicate the malfunction subsequent to the event. The complainant indicated that the pt expired, however the pt death was not due to the result of the reported malfunction.